Event description:
Noise seen on rv nearfield channel with vf detection, but no therapy delivered. The patient is being brought in for evaluation. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.